Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown. Customer was not wearing the pump at the time of the shutdown and pump was not with the customer at the time. Although pump history showed low battery alerts/alarm occurred, customer could not confirm cause of shutdown. Pump battery was charged. Contact did no allege any battery issue. Customer's blood glucose was not impacted.